Manufacturer narrative:
It was previously reported: the manufacturer received information alleging a trilogy evo o2 screen display was misaligning. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed. There were no errors codes recorded in the event log indicating a failure. There were on abnormalities on the inside of the device. The software version will be upgraded as a fix for the complaint. It is also verified that the reported issue does not affect the ventilation behavior nor interfere with the touch operation. The complaint of misalignment of the display screen was fixed when the device was powered off and back on.

Event description:
The manufacturer received information alleging a trilogy evo o2 screen display was misaligning. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.